Event description:
Customer reported the central station monitor did not have any sound. Customer replaced internal speaker and confirmed proper operation. Customer reported pt expired however death was not attributed to device failure. Customer stated "they knew the pt was going to pass away." The central station minitor provides an additional alarm to the one at the bedside monitor.